Event description:
It was reported that during a lung resection five firings with blue and white reloads were successful. On the sixth firing the device was difficult to open and close. They removed the reload and got a seventh white reload and fired on the pulmonary artery. The vessels of the pulmonary artery were sheared off, thus creating a dime sized hole. They clipped the artery then clamped and sutured to repair the hole. Significant blood loss led to a transfusion and delay in the procedure. The patient coded on the table but was revived and is currently in ICU.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: where was the hole in relation to the staple line? Any staple formation issue noted with this firing? Can more details be provided on what is meant by ¿sheared off¿? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2023. Additional information was requested, and the following was obtained: where was the hole in relation to the staple line? Any staple formation issue noted with this firing? Can more details be provided on what is meant by ¿sheared off¿? Answer - I have not had a response from the or director nor the surgeon to answer these questions. The surgeon is not answering these questions and neither is the or director when I ask for the info due to potential issues.